Manufacturer narrative:
The ge rep was not able to repair the 9800 system. No further service info was provided.

Event description:
The customer reported that the monitor on the 9800 system would flash. No pt injury was reported.